Event description:
It was reported by the customer that pyxis medstation es system had new orders not crossing over and new patients were not showing up. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a database issue. A technical support specialist followed the knowledge article and shrunk the database and freed up space. Orders started processing, and the system freed 10% of hdd space to allow new orders to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.